Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 2005257 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant.

Event description:
It was reported that "whitish" deposits were found in the bd discardit¿ ii syringe when drawing in nacl. The following information was provided by the initial reporter, translated from french to english: "I have received an adverse event report on bd 20 ml luer syringes ref (B)(4) (lot: 2005257 exp: 04/2025). The medical service reports that there are "whitish" deposits when taking nacl."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "whitish" deposits were found in the bd discardit¿ ii syringe when drawing in nacl. The following information was provided by the initial reporter, translated from (B)(6) to english: "I have received an adverse event report on bd 20 ml luer syringes ref 300296 (lot: 2005257 exp: 04/2025). The medical service reports that there are "whitish" deposits when taking nacl."